Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000168, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. They adjusted the collimator motor and studding oiled. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the image acquisition system (ias) system did not finish self-test and gave a collimator initializing error. They troubleshooted and repair the issue on site. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Part number: kit svc (B)(4) collimator w dyn fltr. Serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.